Manufacturer narrative:
Conclusion: a complication such as retroperitoneal bleeding is a general complications which may be related to endovascular procedures or vascular closure. Per the initial report, the access site was a high stick which would increase the risk of bleeding. The device worked as intended.

Event description:
The vascade device was selected for closure and inserted into the 5fr sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the wire and the device was removed. Final hemostasis was achieved with the device. In recovery, it was determined that the patient had a retroperitoneal bleed. Additional pressure was held to correct the retroperitoneal bleed and the patient received 3 units of blood. No further complications or injury reported. Patient has recovered and was discharged. It should be noted that the access site was a high stick (above the inguinal ligament) and the doctor stated that the patient was non-compliant during the surgery and had restless leg syndrome.